Event description:
Related to MFR report # 2183959-2012-01882, 01883. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or around (B)(6) 2010 to treat her stress urinary incontinence and pelvic organ prolapse. On or around (B)(6) 2011, the plaintiff had all or a portion of the monarc removed. The plaintiff's attorney alleged that the plaintiff experienced significant mental and physical pain and suffering, sustained permanent injury, severe emotional distress, as well as other damages.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.